Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR: 2134265-2018-03480, 2134265-2018-03482. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A 5.0 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator and four grounding pads. The probe was inserted into the lesion using ultrasound and computed tomography (CT ) scan imaging . 20 minutes passed without any rise in the impedance over 44-45ohms. The probe was removed and there was no charring around the tines. A 2nd 5.0 leveen¿ coaccess¿ was inserted and the algorithm was followed. Again there was no increase in impedance above 45 ohm after 10 minutes. The second probe was removed and the case was aborted without achieving roll off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed residue was present on the device indicating use and handling. The visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed to measure continuity. The electrode and cable were able to conduct current indicating proper connectivity. Resistance testing was performed and the device met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR:2134265-2018-03480, 2134265-2018-03482. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A 5.0 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator and four grounding pads. The probe was inserted into the lesion using ultrasound and computed tomography (CT ) scan imaging . 20 minutes passed without any rise in the impedance over 44-45ohms. The probe was removed and there was no charring around the tines. A 2nd 5.0 leveen¿ coaccess¿ was inserted and the algorithm was followed. Again there was no increase in impedance above 45 ohm after 10 minutes. The second probe was removed and the case was aborted without achieving roll off. No patient complications were reported.